Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed critical pump error. No further details were provided. The customer was advised to disconnect from the insulin pump and revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
Unable to verify if the insulin pump was not received stuck in the manufacturing mode due to blank display. Unit had blank display due to moisture damage on the electronic assembly. The motor had moisture damage and the force sensor was corroded. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error (open book image) due to blank display. Unit had minor scratched display window, scratched case, fading serial number label, missing retainer, missing reservoir tube o-ring, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.